Event description:
Per the clinic, the patient experienced soft tissue complications and the abutment was removed under general anaesthesia on (B)(6) 2023. The device was replaced with a new abutment during the same surgery.